Event description:
This info was received from mhra adverse incident report. It was reported during the thrombectomy of a dialysis fistula, the trerotola broke when trying to remove it under fluoroscopy control. The wire basket had been re-sheathed and the side arm locked into position. The clinician attempted to remove the device over a 0.18 wire and through a 7fr sheath. Eventually they managed to retrieve the fragment of the device using a snare. Another puncture was made into the draining vein of the fistula to insert the snare to retrieve the device. When the fragment was removed, they checked to ensure that they had removed everything and nothing remained in the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.